Manufacturer narrative:
Product analysis :macroscopic and optical examination confirms the implant is broken into multiple pieces at the inserter interface. Microscopic examination of inserter interface posterior nose identified fracture emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 9393007 and 510k# k094025 is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion due to lumbar spinal canal stenosis at l3/4/5. Intra-op, when the surgeon hit the cage with mallet, it broke into three pieces at its connection part during insertion to the intervertebral disc. The cage was broken in such a way that it crumbled. No fragment of the product remained inside the patient. No patient complications were reported.